Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator generated an "application error" alarm. It was also noted that the screen was frozen and at the same time ventilation was stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Additionally, it was reported that the device was unable to shutdown.